Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
This was a revision surgery. The patient was implanted with expedium in 2006. Patient recently bent over and the rods in his back broke in half. In addition, 3 screw heads popped off the threaded portion of the screw. The surgeon left the 3 screws in the patient that broke off because he could not retrieve them. The construct was from t9 to l5. The rods broke at l1-l2. The surgeon removed the broken rods and the rest of the screws. He reinstrumented with expedium and colbalt chrome rods.